Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle leaked blood. This occurred on 480 occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: at the moment of removing the collecting tube, the seal of the needle does not retract and leaves the tip of the needle uncovered then it continues leaking blood. There was no exposure of blood to the users. The customer is counting the quantity affected.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for sleeve leakage of the needle was not observed; however, blood within a holder was observed from the photo. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for leakage with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial reporter first name: (B)(6). Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle leaked blood. This occurred on 480 occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: at the moment of removing the collecting tube, the seal of the needle does not retract and leaves the tip of the needle uncovered then it continues leaking blood. There was no exposure of blood to the users. The customer is counting the quantity affected.